Event description:
IV was started in ER, pt went to CT scan. After contrast for CT was injected, tech noted that IV catheter tubing was bulging and reported to ER nurse upon pt return to ER. Defective catheter removed, replaced with another IV heplock. This is the first report we have of the bulging in the tubing after use in CT scan.